Event description:
A 22 mm diameter x 13mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant revealed that the aortic neck was severly tortuous with an unk amount of calcification. The abdominal aortic aneurysm size measured 5.91 cm in the greatest diameter. There was also a large right common illac artery aneurysm measuring 5.05 cm in the greatest diameter. The aneurysm extends throughout the mid and distal third of the common iliac artery, with severe calcification throughout type ii endoleak approx 13 months post stent graft implantation and a right iliac limb extension cuff was placed to repair a type I endoleak 24 months implant. During a follow-up 27 months post implant the pt had a slight endoleak, however no significant change in the size of the aneurysm. During this examination the computed tomography demonstrated a small left internal iliac artery aneurysm, which is stable at this time. It was reported 28 months post implant there was enlargement of the abdominal aortic aneurysm, due to a type iii and type ii endoleak. The type ii endoleak was from a large patent ima and it is possible that there was a fabric tear in the stent graft. The physician elected to explant the stent graft at this time. Medtronic has received the stent graft and the analysis is pending. No additional sequelae were reported and at the time of this report the pt is fine.